Manufacturer narrative:
The field service engineer found the gear pump pressure was low. The gear pump head was replaced. He found a sample probe that was twisted and shifted on the side. He replaced the sample probe and performed adjustments to both sample probes. He adjusted the liquid levels for cuvette washing and the water level in the water bath. He performed calibration and qc and the results for albumin were acceptable. After service, no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 results for one patient tested on a cobas 8000 c 702 module. It was reported the customer had albumin calibration issues. The patient's initial result was reported outside the laboratory. The patient's albumin result "seemed too high" and the customer performed repeat testing with the sample on the same c 702 module. The patient's initial albumin result was 52.7 g/l. The patient's repeat albumin result was 38.5 g/l. The customer determined the repeat result was correct. The albumin reagent lot number was 592396 with an expiration date requested but not provided.